Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The balloon protector cap was returned over the balloon. The returned balloon protector inner dimension was verified at 0.0435 inch using a pin gauge. A visual examination revealed that the midshaft was broken at the guidewire exit port. It was noted that the midshaft was stretched for a distance of 2 mm proximal to the break. The outer was stretched at 4 mm distal to the guidewire exit port for a distance of 2 mm distally. The hypotube was kinked at several locations along its length. This is evidence of excessive tensile force being applied to the device. It was not possible to apply a vacuum to the balloon to remove all air as the midshaft was broken however during device evaluation, the balloon protector was removed from the balloon with no force required. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: " during unpacking the user did not remove all air from the balloon prior to balloon protector removal " (B)(4).

Event description:
It was reported that the shaft detached. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected treat the target lesion located in the vein anastomosis. During unpacking, when the device was removed from the balloon protector, it was noted that the shaft near the balloon got detached. The procedure was completed with a 3.5mm cutting balloon. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the shaft detached. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected treat the target lesion located in the vein anastomosis. During unpacking, when the device was removed from the balloon protector, it was noted that the shaft near the balloon got detached. The procedure was completed with a 3.5mm cutting balloon. No patient complications were reported and the patient's condition is good.